Manufacturer narrative:
(B)(4). The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was originally treated for a femoral fracture in (B)(6) 2014. During the initial procedure, the fracture was reduced and internally fixated. On an unknown date in 2015, the patient suffered a ruptured left femur and a broken plate. The patient returned to the operating room on (B)(6) 2015 to undergo a revision, which involved the removal of the original hardware and the implantation of a new plate and screws. No additional information is available at this time. Concomitant device(s) reported: 4.5mm titanium shaft screws (part: 413.320, lot: unknown, quantity: (B)(4)), 5.0mm titanium locking head screws (varying sizes, quantity: (B)(4)), and 4.5mm titanium cortex screws (varying sizes, quantity: (B)(4)). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial procedure was performed on (B)(6) 2014 after a diagnosis of a multi-fragment diaphyseal fracture of the left femur. The patient under reduction and osteosynthesis with a liss plate, screws, and clerclage with absorbable sutures. It was reported that at some point before the revision procedure, while the patient was standing, the patient started to feel pain. On (B)(6) 2015 the patient underwent a revision procedure after being diagnosed with a distal left femur fracture iii with broken fixation device.